Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the increased mitral regurgitation (mr) and tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat a degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1. On unspecified date, the patient presented with increase mr of 4. A control echocardiogram was performed which revealed that the posterior mitral leaflet (pml) was partly torn out of the initial clip due to the patient anatomy. The clip was confirmed to be stable on both leaflets. On (B)(6) 2018, an additional clip was implanted medial to the initial clip. The mr was reduced from 4 to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported tissue damage in this incident appears to be related to patient morphology/pathology and unrelated to the device since there was no reported device issue/malfunction during the procedure. Additionally, the reported worsening mitral regurgitation (mr) was likely a cause of tissue damage. The reported patient effects of mitral valve injury (tissue damage) and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.